Manufacturer narrative:
.

Manufacturer narrative:
This report is filed, may 23, 2016.

Event description:
Per the clinic, the patient experienced a healing impairment at the incision site and a chronic infection despite treatment with oral antibiotics (dates and durations not reported). On (B)(6) 2016 the patient underwent a surgical procedure for local flap repair to try and close the fistula without success. Subsequently the device was explanted on (B)(6) 2016.